Manufacturer narrative:
The report received from our affiliate indicated that the stent came off the balloon. There was no pt injury. The product will be returned for analysis. Additional information will be sent within 30 days upon receipt.

Event description:
Stent dislodgement.